Event description:
A hasson trocar is secured to the incision site by suturing. There are two "buttons" on either side. One of the buttons fell off of the trocar. It was noted that a very small plastic flange was broken off. All pieces were accounted for and the item was removed from service.